Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with history of pulmonary embolism was scheduled for inferior vena cava (ivc) placement. Access was gained via the right internal jugular vein. A cavogram demonstrated a widely patent inferior vena cava and no thrombus. The ivc filter was deployed infrarenal and a venogram confirmed good positioning. Approximately one month post ivc filter deployment, CT demonstrated thrombus extending cranially from the tip of the ivc filter. Two days later patient was scheduled for ivc filter retrieval and deployment of a second ivc filter in conjunction with cardiothoracic surgery. Access was gained via the right internal jugular vein and a second ivc filter was deployed infrarenally. The initial ivc filter was subsequently removed using a loop snare. An inferior vena cavogram demonstrated successful placement of the ivc filter. Approximately one month post second ivc filter deployment, patient presented with right-sided neck pain, chest pain and dyspnea. A CT demonstrated acute bilateral pulmonary embolus. Approximately one year two months post second ivc filter deployment, patient was scheduled for ivc filter retrieval. Access was gained via the right internal jugular. A venacavogram demonstrated occlusion of the ivc at the level of the midportion of the ivc filter. Multiple unsuccessful attempts were made to retrieve the ivc filter by use of a stiff glidewire. The procedure was aborted. Approximately one year three months post second ivc filter deployment, patient was again scheduled for ivc retrieval. Access was gained via the right internal jugular. Using a seldinger technique, the hook of the ivc filter was snared and removed successfully. No complications were reported. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one month post deployment, CT demonstrated thrombus extending cranially from the tip of the ivc filter. Therefore, it can be confirmed that the patient experienced clot above the filter; however, as no specific deficiency was alleged with the filter, the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and subdural hematoma with subsequent surgical evacuation. At some time post filter deployment, it was alleged that the patient experienced caval thrombosis, dvt, and pain post-implant. The device was removed percutaneously. The status of the patient is unknown.